Manufacturer narrative:
Problem code 2907 captures the reportable event of mesh detachment. An assessment of the returned capio slim suture capturing device and mesh assembly was performed. No damage was noted to the capio slim suture capturing device. Regarding the mesh assembly, the mesh material was split midway, confirming the complaint. Both sides of the mesh material contain additional suture loops. Both leader loops were intact. On both dilators, no damage was observed; the darts and sutures were intact. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the most probable cause for this event is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during vaginal vault prolapse repair with uphold lite procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, the mesh tore in the middle when the physician applied force harder on the mesh arms for the final position. Reportedly, the mesh arms were removed. The procedure was completed with another of the same uphold lite w/ capio slim. There was no serious injury reported. The condition of the patient after the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during vaginal vault prolapse repair with uphold lite procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the mesh tore in the middle when the physician applied force harder on the mesh arms for the final position. Reportedly, the mesh arms were removed. The procedure was completed with another of the same uphold lite w/ capio slim. There was no serious injury reported. The condition of the patient after the procedure was reported to be stable.